Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated event due to noise oversensing, and the next day delivered inappropriate therapy due to the same issue. The noise was able to be reproduced in secondary vector configuration, and the s-ICD was reprogrammed to primary vector subsequently. No noise was reproduced after this change. Technical services reviewed the case and indicated that the noise could potentially be related to a fracture with the implantable electrode. X-rays were recommended to verify the integrity of the system. Eventually, this implantable electrode implantable electrode was explanted and replaced due to the previously reported allegations. This product is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the region approximately between 7 and 9 centimeters from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Laboratory analysis concluded that the fracture resulted in the observed noise, oversensing, and inappropriate shock allegations.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated event due to noise oversensing, and the next day delivered inappropriate therapy due to the same issue. The noise was able to be reproduced in secondary vector configuration, and the s-ICD was reprogrammed to primary vector subsequently. No noise was reproduced after this change. Technical services reviewed the case and indicated that the noise could potentially be related to a fracture with the implantable electrode. X-rays were recommended to verify the integrity of the system. Eventually, this implantable electrode was explanted and replaced due to the previously reported allegations. This product was returned for analysis and no additional adverse patient effects were reported.